Manufacturer narrative:
Not avail.

Event description:
As per the reporter (consumer), waterpik-100 ultra was used and reported that they went to unplug power cord and heard a pop sound. There was an electrical explosion and small fire and smell, set off all the gfi outlets in the house, the unit had burn marks near the cord on base and copper wire was exposed. This report was received via other source from the united states of america on 21-may-2025. The reporter reported using waterpik-100 ultra via dental route. As per case description, "consumer went to unplug power cord and heard a pop sound, there was an electrical explosion and small fire and smell, set off all the gfi outlets in the house, the unit has burn marks near the cord on base and copper wire exposed. No injuries or damage. Owned 8 months. No adds, does not store water. Has not been cleaned with v/w. Not used outside na." No additional information was available. Note: this is a late filing due to qe30085 (CAPA record).